Event description:
It was reported that after preventive maintenance, the device needed repair. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, damaged lens, and damaged battery compartment. Event history log was downloaded with nothing to note. Functional testing found a defective remote dose connector and the device was found to be over-delivering. The root cause was determined to be the damaged dso seal, damaged lens, damaged battery compartment, and defective expulsor. The dso seal, lens, and battery compartment were replaced and the expulsor was sanded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.